Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pairing failure occurred. It was indicated the patient started their transmitter past the 'use by' date, which is off-label usage of the device. Data was evaluated and the allegation was confirmed. The probable cause was determined to be signal loss. In addition, the probable cause of the signal loss was determined to be that the transmitter and app were unable to establish a connection. The reported event of a pairing failure is reportable based on the finding of the signal loss over one hour. No injury or medical intervention was reported.

Event description:
It was reported that a pairing issue occurred. It was indicated the patient started their transmitter past the 'use by' date, which is misuse of the device. Product was provided for investigation. An external visual inspection was performed and passed. Voltage test was performed and failed due to 0 volt. Performance data was reviewed. A pairing issue was confirmed due to the finding of signal loss over one hour within the investigation window. The probable cause of the signal loss was determined to be the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem additional. D: device identification additional. G3: date received by manufacturer additional. H2: additional information/device evaluation. H3: device evaluated by manufacturer additional. H6: type of investigation additional.